Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 350 mg/dl. Customer stated that she was sitting on the couch and watching tv when the alarm occurred. Customer mentioned that she was not sitting on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing and all of the buttons functioned properly. However, moisture was noted on keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.